Event description:
Information received from the field does not address the patient's clinical status but notes that an ECG showed an irregular paced rhythm. The programmer ECG with markers showed ventricular oversensing. The physician programmed the pacemaker to unipolar-tip sensing and will continue to monitor the patient.~~~~~~~

Manufacturer narrative:
New info received from the field notes that the physician has elected to perform no intervention at this time but will wait until the device reaches rrt